Manufacturer narrative:
To note: this follow-up is being re-submitted as #2; #1 failed in webtrader as a duplicate supplemental report investigation results: the device is not available for investigation. The traceability of articles without batch management requirement is guaranteed by the production order number, which can be traced over the production period and the corresponding customer. In addition, the raw materials, semi-finished parts, etc. Used for the order are documented in the manufacturing history records (DHR - device history records). This ensures the traceability of the internal supply and production chain. Internal traceability is thus guaranteed. It is not possible to determine an exact root cause for the reported failure, because the device is not available for investigation. According to the information received by customer: "the machine wouldn't be sent to aag. Its work station was replaced, and test running of the machine revealed no problem at all. The replaced work station was set in other machine for test. The machine ran with no problem at all. The machine showed no problem at all. Although cause of the problem remains unknown, it would be a temporal technical glitch and was an isolated case." The complaint device is not longer in the condition in which the mentioned failure occured it is not possible to carry out a root cause analysis.

Manufacturer narrative:
(B)(4). Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with a orthopilot navigation system. According to the complaint description the navigation system did not work intraoperatively during setup for the procedure. The mouse had not moved and the screen was frozen; it was powered on again but nothing displayed on the screen. This failure of the device caused a 10-minute delay. "Manual" surgery was performed without the navigation system. Additional information has been requested but not yet received as of this report. Additional patient information is not available. The adverse event is filed under aag reference (B)(4).

Manufacturer narrative:
Investigation results: the device is not available for investigation. The traceability of articles without batch management requirement is guaranteed by the production order number, which can be traced over the production period and the corresponding customer. In addition, the raw materials, semi-finished parts, etc. Used for the order are documented in the manufacturing history records (DHR - device history records). This ensures the traceability of the internal supply and production chain. Internal traceability is thus guaranteed. It is not possible to determine an exact root cause for the reported failure, because the device is not available for investigation. According to the information received by customer: "the machine wouldn't be sent to aag. Its work station was replaced, and test running of the machine revealed no problem at all. The replaced work station was set in other machine for test. The machine ran with no problem at all. The machine showed no problem at all. Although cause of the problem remains unknown, it would be a temporal technical glitch and was an isolated case." The complaint device is not longer in the condition in which the mentioned failure occured it is not possible to carry out a root cause analysis.